Manufacturer narrative:
Investigation completed 09/25/2017. A review of lot 111e00304740 indicates that it met requirement. Complaint history, model 110-4xxx, from may-2015 through apr-2017 reviewed; there were six other complaints that issued with complaint code (B)(4), and none of them was confirmed. The number of confirmed reports (B)(4) divided by the number of units sold model 110-4xxx, ((B)(4)), aug-2015 through jul-2017 and multiplied by 100 results in a failure rate percentage (B)(4). The customer complaint ¿high reading¿ could not be duplicated. There is no other 110-4xxx complaint reported from (B)(6) since august 2015. The returned catheter was found to have a bent connector pin and particulate matter on the surface of the bellows. The bent pin was straightened prior to functional testing. The catheter was tested for functionality and met all functional test criteria. The catheter was then tested for stability and met the stability requirements. The root cause of the customer complaint could not be determined because the reported customer complaint of ¿high values¿ could not be replicated.

Event description:
The probe gave too high values. The device was in contact with patient. No patient was injured. The event led to increase surgery time for 2 hours. Additional information received on 07aug2017: the patient's history/underlying medical condition was reported as severe traumatic brain injury without ability to control icp/ neurologic condition. The high value icp readings were not provided. The product problem was discovered on (B)(6) 2017. The catheter was implanted (B)(6) 2017 by a resident physician not-in-training. The catheter was zeroed to atmosphere by using zeroing tool provided prior to implantation. The dura was opened with a lumbar needle before catheter insertion. The catheter was pulled back slightly after insertion. The patient was not moved at any point immediately before the issue was discovered, such as turning, bathing, or going to a radiological test or procedure. The catheter was fixated in the bolt; the cable was not secured by any other means (not common in practice in the hospital). The original catheter was removed on (B)(6) 2017 and a new one was also placed the same day. The same location or bolt was used. It was approximately 24 hours that the icp readings were not available because of the product issue. The reason for the 12 hour delay was that the dysfunction was not recognized and high icp was treated as such. Because of this, it was reported that the patient had too much sedation and hypertonic saline infusion than necessary. Camino monitor (cam02) was used with this catheter. The serial number of the monitor was unknown. There was no issues with the monitor or the cable used.